Event description:
A malfunction on a pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from cts to reset the pump successfully, and was informed to continue using it. The customer was also advised to call back if the malfunction code reappeared, and they acknowledged the instructions.